Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting rupture of the right side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as fold flow opening. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reporting, rupture of the right side device. Device has been explanted.